Event description:
Approximately 30mm of the distal end of the occlusion device fell off in patient. It was a very tortuous main graft and a lot of pushing, pulling and torquing took place. The physician felt that the tortuous vessel contriubted to the device malfunction. A comment was made that the vein was 22 yrs. Old (bypass performed). The tip remained in the main graft where the physician stented it against the vessel, it did not perforate the vessel. The patient is reported to be fine.